Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise that was being oversensed which resulted in the patient receiving one inappropriate shock. Technical services reviewed the data, and it appears the noise is external and recommended to ask the patient what they were doing at the time. Additionally, review of stored episodes there was a degradation of qrs amplitudes. Technical services recommended to continue to monitor and provided troubleshooting options. At this time, the device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise that was being oversensed which resulted in the patient receiving one inappropriate shock. Technical services reviewed the data, and it appears the noise is external and recommended to ask the patient what they were doing at the time. Additionally, review of stored episodes there was a degradation of qrs amplitudes. Technical services recommended to continue to monitor and provided troubleshooting options. At this time, the device remains in service. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported the subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population."

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise that was being oversensed which resulted in the patient receiving one inappropriate shock. Technical services reviewed the data, and it appears the noise is external and recommended to ask the patient what they were doing at the time. Additionally, review of stored episodes there was a degradation of qrs amplitudes. Technical services recommended to continue to monitor and provided troubleshooting options. At this time, the device remains in service. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported the subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced successfully. No additional adverse patient effects were reported.